Event description:
It was reported that the patient had their implantable neurostimulator (ins) repositioned because it was uncomfortable and could not sit. After the repositioning surgery, the ins still bothered the patient and she stated that ''her body was rejecting the ins.'' It was noted that she could barely touch the outside of her skin where the ins was located. She could not remember if the site was warm to the touch. She subsequently had a new, smaller model ins implanted and was noted that ''her body'' had been doing fine ever since. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3889-28, lot # v050376 , implanted: (B)(6) 2007, explanted: na; extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2007, explanted: na; programmer model 3037, serial # (B)(4).